Event description:
Five cardinal health 200, llc. Urological surgical procedure kits were unsealed and not sterile. All were from the same lot number 992973 with a manufacturer date of 02-02-2023. Items were not used and set aside. Manufacturer response for endoscope introducer kit, cardinal health (per site reporter). No response yet.